Event description:
It was reported that a customer experienced a minimum fill notification while attempting to load a new cartridge on their insulin pump with multiple cartridges. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). A new cartridge was loaded to resolve the issue.